Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the subject device. [First time; (B)(6) 2018] enterobacter complexe cloacae (>100 cfu /100 ml), pseudomonas aeruginosa (>100 cfu /100 ml). [Second time; (B)(6) 2018], no microorganisms growth. [Third time; (B)(6) 2018], escherichia coli (>100 cfu /100 ml), pseudomonas aeruginosa (54 cfu /100 ml). There was no information where these samples were collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope s4, using peracetic acid. There was no report of infection associated with this report.